Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient received the new programmer, but it was still not working and her hcp's office told her to call patient services. It was determined the programmer was showing the ins end of service message. It was noted the ins had been implanted for over 9 years. The patient was redirected to her hcp. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial#: (B)(4), product type: programmer. Other relevant device(s) are: product ID: 37743, serial/lot #: (B)(4), UDI#: (B)(4), information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that for a couple months now "I can't get [ins] to turn on". Patient had been trying to make it to the healthcare professional (hcp) but her legs had been impacted by not being able to adjust stim. She was able to charge ins but she could not use insr to turn ins on and patient could not get patient programmer (pp) to power on. "Sometimes [pp] works and sometimes it doesn't work at all". During call, patient started charge session with ins and insr screen confirmed ins was currently on. Patient obtained pp but was unable to turn pp on and stated batteries were new. Pp had not been wet/dropped. Patient service specialist (pss) reviewed ins was on but patient could not adjust therapy with insr. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 37743 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's device stopped working and would not turn on anymore. It was noted the patient had, had their device for over 9 years and it just stopped working. The patient stated it needed to be removed and replaced with a new device. No further information was received.